Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -15.50/5.0/166 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od). Refractive surprise was observed, the lens was repositioned on (B)(6) 2021 and this did not resolve the problem. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.